Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr performed three back-to-back blood glucose tests, using different fingersticks, with results of 168, 143 and 107 mg/dl. Rptr states that she had been adding blood to the teststrip if the dot was not completely blue. Rptr was not experiencing any sumptoms. Control solution tests were 137, 130 and 125 (99-148) mg/dl. No allegation of harm.